Event description:
The customer described the occurrence of multiple nuisance alarms for fluid-side occlusion while testing multiple devices in the biomedical engineering dept. There was no pt involvement. The device were believed to have been stored without use of approximately six months. Nuisance fluid-side occlusion alarms are a known issue when the devices are stored for an extended period.